Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The chronic total occlusion target lesion was located the distal right coronary artery(rca). A 3.50x38 synergy drug-eluting stent (des) was placed in the mid rca, followed by a 4.0x38mm in the proximal rca. Post percutaneous coronary intervention, an intravascular ultrasound was performed which revealed a further des to be implanted distally. A 4.00x20mm synergy des was advanced in the distal rca, however difficulty was experienced in passing through the implanted 3.50x38mm synergy des. During the process, it was noted that the 4.00 x 20mm stent was damaged. The device was removed from the patient's body and the procedure was completed with another 4.00x20mm synergy des using a 6f guidezilla guide extension catheter. No patient complications nor adverse effects were reported.